Event description:
After two months of implantation, this lead was explanted as part of a whole system explantation. Because of erosion, and pocket infection. The pacemaker attached to this lead was also explanted and has been reported on an MDR.